Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states she tested 4 times and obtained readings: 596 mg/dl, 211 mg/dl, 300 mg/dl and 267 mg/dl within 10 minutes. No adverse event reported, meter and strips replaced and requested for return.